Event description:
The manufacturer received a report that a trilogy 202 ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was returned to a third-party service center for evaluation. Review of the device log files identified a ¿ventilator service required¿ error indicating a loss of communication between the host controller and the oxygen blending module (obm). To address this issue, the oxygen blending module (obm) printed circuit assembly (pca) was replaced. Additionally, a separate ¿ventilator service required¿ error was identified indicating that the internal lithium-ion battery state of health was less than or equal to 50%, with full charge capacity (fcc) below 51% of the design capacity. This condition reflects expected battery life has declined due to use. The associated alarm is intended to notify the user that battery life has declined. While the battery is still functional and the device could continue to operate using ac power, the battery is no longer functioning to specification. The internal battery was replaced to address this condition. Following service, the device successfully passed all required functional and performance testing.